Manufacturer narrative:
(B)(4).

Event description:
Upon follow up, patient sees rainbows around lights at one day post operative appointment. The patient was seen a few days later and reports rainbow glare is better. Patient is being monitored.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company's acceptance criteria. According to clinical support, the rainbow glare effect is a general side effect that is mentioned in the laser manuals. There is no indication that the product malfunctioned. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported rainbow glare in a patient's left eye post lasik. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.